Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the quadrant removal of a cataract extraction with intraocular lens implant procedure there was no vacuum and no phacoemulsification power. The handpiece and consumable were exchanged which did not resolve the issue. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The customer reported receiving no vacuum and no phaco power from the system. The company sales representative examined the system and found that the footswitch cable was underneath the footswitch treadle, preventing it from being pressed down all the way. Once the footswitch cable was removed maximum phaco power and vacuum were able to be obtained. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to the footswitch cable being routed in a way that interfered with the footswitch pedal operations. The manufacturer internal reference number is: (B)(4).